Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via e-mail that the customer sounded confused and began crying during the call. Customer stated that she had a blood glucose level of 44 mg/dl earlier that day. Paramedics were called and the customer was treated at the scene, but not transported to the hospital. No products were replaced or returned for analysis.